Event description:
Pt was transported to CT scan w/ iabp in battery mode. At CT scan, iabp was connected to a/c. At completion of CT scan, pt again transported under battery power. While in transit, console alarmed <30 minutes of battery power and then "shut down". Pump was exchanged. There were no reported pt complications.